Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle was slow to retract. The following information was provided by the initial reporter: nurse stated that they have noticed when placing the insyte autoguards in last few weeks they seem to feel like the button takes force to retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle was slow to retract. The following information was provided by the initial reporter: nurse stated that they have noticed when placing the insyte autoguards in last few weeks they seem to feel like the button takes force to retract.